Event description:
Sorin group italia received a report of a leakage from the manifold inlet line connected to an inspire oxygenator. Manifold line was changed with a pressure line and leakage did not stop. Consequently, it was decided to change out the oxygenator. There was no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.